Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Mother reported the nano system gave a blood glucose result 190 mg/dl at a time when the customer had an incident of hypoglycemia. Customer was tested at school and had the reading of 190. Mother said that she was experiencing symptoms of low blood sugar and had to be carried to the office because she was incapable of walking on her own. Customer would not have been able to treat herself, and they brought her food. She does not know what they gave her to eat but said that she started to feel better within a few minutes. A request was made for the return of the meter and strips, replacement sent.